Manufacturer narrative:
This report filed (B)(6) 2015.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to a lack of benefit with device use. Reimplantation is not planned as of the date of this report, (B)(6) 2015.